Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The retain samples for the before lot number (0061662332) were visually and functionally tested and no defects were noted. Further testing was performed on the before lot and no foreign matter was identified. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
This report is being filed due to retain samples failing visual inspection during testing: based on the evaluation results the manufacturing site stated that one (1) out of five (5) units was found to have foreign matter in the fluid path.